Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of dropped device was confirmed during external investigation. The unit has a damaged front door, rear case, and a damaged male iui. Received on 09-dec-2024, lvp device was received unboxed and with paperwork. External investigation revealed a damage front door and rear case. And a male iui was also damaged. Internal inspection revealed no loose connections or physical or component damage. Unit was dropped during the customer site check-in process or un-boxing at bd san diego receiving upon return. Device to be returned to san diego repair center for processing. Recommended bd san diego center to replace the front door, rear case, and replace the male iui. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had dropped device. There was no patient involvement.

Event description:
It was reported that the device had dropped device. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of dropped device was confirmed during external investigation. The unit has a damaged front door, rear case, and a damaged male iui. Received on 09-dec-2024, lvp device was received unboxed and with paperwork. External investigation revealed a damage front door and rear case. And a male iui was also damaged. Internal inspection revealed no loose connections or physical or component damage. Unit was dropped during the customer site check-in process or un-boxing at bd san diego receiving upon return. Device to be returned to san diego repair center for processing. Recommended bd san diego center to replace the front door, rear case, and replace the male iui. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.